Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that patient results were too low when tested for ca2 calcium gen.2 (ca2) on a cobas integra 400 plus. The customer provided discrepant results for 1 patient sample. The initial ca2 result was 1.64 mmol/l. This result was reported outside of the laboratory where the physician complained that the result was too low. The repeat result was 2.41 mmol/l. There was no allegation that an adverse event occurred. The ca2 reagent lot number was 277986. The expiration date was not provided. The system tubings were replaced during maintenance. The customer performed precision testing with patient samples x10 and did not have any issues. On (B)(6) 2018 the washing station was changed and the issue seemed to be better; however, on (B)(6) 2018 the customer obtained questionable results again. The samples for these patients were immediately repeated in the laboratory and not released. The customer then changed the sample probes. Since the replacement of the sample probes on (B)(6) 2018, the customer has not had any additional discrepant results. The customer is currently repeating all ca2 results that are below the reference range.

Manufacturer narrative:
The instrument has been monitored for 4 weeks after the sample probes were replaced and the issue has not recurred. A systemic issue on the instrument was not identified. The investigation was unable to find a definitive root cause.